Event description:
It was reported to boston scientific corp that an obtryx halo system was used during a tot procedure. According to the complainant, during the procedure, the physician "passed the needle through the bolt hole (forame otturatorio) after having hooked the mesh at the left (first passage) needle during the retraction the same needle it's verified the separation of the button hole of the needle." The pt's condition at the conclusion of the procedure was reported to be "stable". Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(4).